Event description:
Rec'd a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. F/u findings: pfn was sent to allergan with band. Event description states: "band explant." Further findings state, "was explanted due to nocturnal reflux. Problem first observed when pt come in, [with weight] up (B)(6). After band loosening due to reflux. Was replaced with new band."

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned with the lap-band system by the rptr. Based upon the model number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The rptr of the complaint was asked to indicate the product serial number. The info has not yet been rec'd by allergan. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."